Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported the device stopped oscillating while on a patient. Complainant did not indicate patient harm.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device. Operational checks were completed and passed, and the reported issue could not be reproduced during evaluation. It is important to note that the cessation of ventilator oscillation is not always indicative of a device malfunction and may be related to a patient disconnection or leak. The device is designed to alarm and notify the user in these types of events, and we can confirm that the device operated as intended in this scenario.